Event description:
Related manufacturer reference number: 2017865-2022-03258, related manufacturer reference number: 2017865-2022-03259, related manufacturer reference number: 2017865-2022-03261. It was reported that the patient presented via remote transmission. Review of transcripts revealed that the pacemaker was oversensing noise on the atrial and right ventricular lead. The pacemaker recorded the noise as high ventricular rate episodes. The patient had a routine device exchange and it was suspected that a loos set screw was causing the noise. The patient presented in clinic for a wound check and noise was not reproducible with arm movements. No intervention was performed. The patient was discharged and would be monitored via remote care.